Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes on both the right atrial (ra) lead and right ventricular (rv) lead due to oversensing of the minute ventilation (mv) signal. These leads are non-boston scientific products. Variable impedances were reported on both leads additionally, the ra lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms. Boston scientific technical services recommended not to program the rv lead only as this would only give one options and not lo turn off the (sam) feature. At this time, this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).